Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), posterior leaflet flail, and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was then selected to further reduce the mr. When the second mitraclip was placed on the leaflet, the first mitraclip had a single leaflet detachment. The first mitraclip was no longer attached to the posterior leaflet. The second mitraclip was removed from the patient and the procedure was discontinue. The final mr remained at grade 4+. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.